Event description:
After case was completed, the tip of the yag probe was noticed to be missing. The attending physician recalls pulling the laser probe from the surgical field with the tip intact. It was not until approximately 45 minutes after the laser had been placed on laser tray that tip was observed to be missing. It is speculated that the laser may have bumped against something and broke off. No injury to patient reported.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.